Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice pro failed electrical safety testing. This issue was reported by a biomedical engineer. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and evaluated for the reported electrical failure. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Electrical safety test was performed and the device met product specifications. The reported event could not be verified. Should additional relevant information become available, a supplemental report will be submitted.